Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer is calling in regards to getting low results on the meter. The customer is comparing the blood glucose test results from the trueresult meter with doctor's office meter; and observed 38 mg/dl difference between readings. The customer's expected fasting blood glucose test result range is 100mg/dl - 180mg/dl. The customer is not having any symptoms of low blood sugar or any symptoms regarding diabetes. The customer diet has been changed and is on a sugar free diet. The customer takes the blood test fasting and that is why is concerned with the result. The back to back test is a concern since the result is low and was fasting. The customer takes 10mg/dl metformin every night 9:00pm. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 99 mg/dl and 95 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.